Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The physician attempted to advance impella though the iliac, but it was too occluded. The case was aborted. No patient harm was reported due to this issue.

Manufacturer narrative:
The investigation into delivery issues- anatomy has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the cause of the issue was patient condition related because of the complex vasculature anatomy of the patient.